Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient reported pooling around and cannula site and the adhesive was damp due to a kinked cannula. No adverse event reported. A request was made for the return of the device.